Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfiles found a fault in the pdu fan tray and dcps. Upon troubleshooting actions, fse identified an issue with bootup. The fse replaced the fuse in both the pdu fan tray and dcps, and repositioned the connector on the dcm 16 to x2 to restore power to the detector. After repairs, the system was returned to use in good working order.